Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. The customer reports: after using for a few minutes, the tube started to leak. There was no harm to the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. No picture or sample was provided for evaluation, customer complaint and failure mode were not confirmed. A possible root cause for tubing or leaking issues could be overuse (more than 24hrs), incorrect placement in pump causing additional stress to the tubing, pulling on the silicone tube before placement, stem alignment, improper formula used that could cause clogging. A corrective action is not applicable at this time as a sample was not returned for evaluation and is required for a more accurate investigation. This complaint will be used for tracking and trending purposes.